Event description:
While suturing into the skin through the wing of the PICC catheter, the curved needle broke away from the suture and the needle lodged into the pt's upper right forearm and had to be removed under fluoroscopic guidance by the physician.